Manufacturer narrative:
The reported events of lead fracture, failure to capture and high pacing impedance were confirmed. As received, the distal portion of a partial lead was returned in one piece measuring 52.6 cm with inserted catheter and extraction tool stuck inside. A scanning electron microscope evaluation verified that all five filars of the inner coil were fractured at 33.9 cm distal to suture tie impression. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Manufacturer narrative:
Correction d4 - product serial number was previously reported as (B)(6), and should be corrected to (B)(6).

Manufacturer narrative:
Correction: d4 "serial number" was incorrectly placed under "lot number".

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting pacing impedance exceeding the upper limit and no capture at maximum output. The physician concluded that the lead was fractured. The lead was subsequently explanted and replaced. The patient was in stable condition.